Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7289856; medical device expiration date: 2022-10-31; device manufacture date: 2017-10-16; medical device lot #: 7261525; medical device expiration date: 2022-10-31; device manufacture date: 2017-09-2018.

Event description:
It was reported that before use the bd insulin syringe with bd ultra-fine¿ needle, as the consumer pulls back on plunger rod on syringe it falls out. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for loose (plunger rod) on lot # 7289856 & lot # 7261525. A review of the device history record was completed for batch# 7261525. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 7289856. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed - bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the investigation, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use the bd insulin syringe with bd ultra-fine¿ needle, as the consumer pulls back on plunger rod on syringe it falls out. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that before use the bd insulin syringe with bd ultra-fine¿ needle, as the consumer pulls back on plunger rod on syringe it falls out. There was no report of exposure, serious injury or medical intervention.